Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. The set was spiked into an in-house 1000ml solution bag containing sterile water and re-primed. An in-house 2c7461 secondary set spiked into an in-house 1000ml solution bag containing sterile water was then attached to the first y site and the returned sample. The setup was then checked for flow. Normal flow was noted, the y site was then checked for re-knit with no re-knit noted. The remaining two y sites were also checked for flow. Normal flow was also noted on the remaining two y sites. Because the sample performed as designed, the reported condition was not confirmed. The cause of this reported condition remains unidentified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a continu-flo set in which the top y-site had a no flow when connected to a secondary set; the alleged deficiency was against the primary set . The solution that was being administered to the primary line was unknown, however it was not chemotherapy. This condition occurred during priming; and there was no patient injury or medical intervention necessary. No additional information is available.